Event description:
Approximately five months and three weeks post implantation the clinicians reported an increase in power and flows for the rvad in this patient on biventricular support. The patient was treated with ongoing tpa infusions while awaiting a heart transplant. The hospitalization was complicated by chronic ventricular fibrillation and a gi bleed. The patient remained in critical condition on mechanical ventilatory support and parenteral nutrition until heart transplant 3 weeks later. However, the transplanted heart did not function and the patient was placed on extracorporeal membrane oxygenation (ECMO) support for two days before the decision was made to withdraw support and the patient expired. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported that while this (B)(6) male was already in the hospital for treatment of a left ventricular assist device (lvad) thrombus, he began to experience power and flows above normal pump parameters with the right ventricular assist device (rvad). The patient was treated with a low dose of tissue plasminogen activator (tpa) for suspicion of thrombus in the rvad. The procedure was unsuccessful, as the heart never started; the patient expired on (B)(6) 2014. The pump ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log files which showed wavelengths indicative of thrombus; pathological examination confirmed the presence of thrombus within the pump which would increase the power requirements resulting in the high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause has been attributed to thrombus formation/ingestion within the device. This patient was known to have had previous similar events of device thrombus. Underlying health conditions may have predisposed the patient to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.